Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that she had not done anything different than before but reported that she had issues with 2 or 3 sensors. The blood glucose reading was 35 mg/dl. It was also reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer advised, however, that she did not need medical assistance and stated that she did not think there was any issue with the insulin pump causing the low blood glucose levels. She noted that the insulin pump alarmed low suspend, weak signal and lost sensor alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.